Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose level of 1120 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Treatement resolved the issue and there was no permanent damage. The customer was discharged from the hospital on (B)(6) 2026.